Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that the carto 3 system was displaying a temp invalid error code 402 when the catheter was connected. Reseated the eco cable with no resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. It was also reported a pericardial effusion was noticed while using the replacement catheter. There was a steam pop and an impedance spike on the ngen system. The patient¿s blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was received. The physician¿s opinion on the cause of this adverse event was biosense webster, inc. Product malfunction. Transseptal puncture was performed with heartspan needle. Ablation was performed prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure. Patient has fully recovered. Steam pop occurred during ablation in the left atrium. Generator parameters were temperature control, target temp of 45 degrees, temp cut off of 51 degrees. Noted temperature, impedance and power: temp: max 49, average 42, rise 16, impedance: max 98, minimum 87, drop 8, power: max 45, average 38, total 1137 j. Length of ablation cycle when the pop was observed: 29 second ablation. Impedance cut off was not exceeded. Stopped using foot pedal. The temp invalid error code 402 was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The impedance spike was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The steam pop was assessed as non MDR reportable. Steam pop was not considered to be a device malfunction. Steam pop was an expected physiological phenomenon. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation with a qdot micro. It was reported a pericardial effusion was noticed while using the replacement catheter. There was a steam pop and an impedance spike on the ngen system. The patient¿s blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The investigation was completed on 08-may-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no temperature was displayed due to an open circuit in the connector area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the adverse event remains unknown. The potential cause of the open circuit could be related to the manipulation of the device after the procedure since no temperature issues were reported by the customer. In addition, no error messages observed on biosense webster equipment during the procedure. The steam pop and high impedance issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. For impedance and temperature issues, the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean; do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event, steam pop and impedance spike¿ issues. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit in the connector area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).